Manufacturer narrative:
A field service engineer was dispatched to the customer's site. The fse performed a preventive maintenance service which included replacing several hardware components. The fse also evaluated the lyse diluent timing and adjusted the timing to specification. The fse adjusted the s lyse and e lyse volumes to specification. The fse bleached the white blood cell (wbc) and red blood cell (rbc) apertures. The fse verified the apertures were reading the sized of particles correctly by running latex particles through the system. The fse replaced the needle cartridge and cleaned the dead plate to resolve the tube retract error. The fse adjusted the stabilise volume. All repairs were verified per established procedures. The root cause is unknown but may be related to hardware replaced during servicing of the analyzer. The analyzer did generate appropriate flags to alert the operator to further review the sample. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous differential results with instrument generated flags for one (1) patient sample on their coulter lh 500 hematology analyzer. The erroneous patient sample results were reported outside of the laboratory. There was no impact to patient treatment associated with this event. Quality control (qc) samples assayed on the analyzer prior to the event yielded results which recovered within the laboratory's established ranges. The patient sample was reassayed on another analyzer in the laboratory (coulter lh 780 hematology analyzer) which recovered a mo blasts flag. The customer then performed a manual differential on the patient sample following the laboratory's protocol. The manual differential yielded 14.45 blasts and 2 normoblast cells. The patient also had a bone marrow which confirmed that blast cells were present. An amended report was generated and reported outside of the laboratory.